Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported that patient underwent an ankle arthrodesis retrograde nailing procedure on (B)(6) 2015. During the procedure, the guide wire and disconnected reamer head became stuck as it was pulled from the bone. Another guide wire was used to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Product left conforming to print as there was no evidence that states otherwise. After reviewing the instruments and the description of the event, it was determined that due to the difficulty of the surgery and the patient's condition, the operator may have needed to apply more pressure than is typically needed to complete the procedure. Based on these results the complaint is considered unconfirmed.